Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded.

Event description:
Caller reported finding the plaster of the infusion set full of insulin and often when she removes the cannula, she found it curved. Infusion sets have been discarded. No adverse event reported. No product will be returned.